Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to farfield oversensing of p-waves by the atrial lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.